Event description:
Technical services received a call on 05/11/2011. Caller stated that they were unable to get appropriate impedance values on this lead. Caller said they believe this to be a patient related issue. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).